Manufacturer narrative:
(B)(4): the device was returned; evaluation is not complete.no further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported via device tracking that the patient underwent a pump exchange due to thrombosis. No specific information regarding the thrombosis event was received.

Manufacturer narrative:
The report of suspected thrombus was confirmed through the evaluation of the device. The device was returned assembled with the driveline cut approximately 4¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), the sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the device upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This clot¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball, as well as the contact marks observed at the distal end of the rotor, suggest that it was present while the device was supporting the patient. A root cause for the formation of this clot could not conclusively be determined through this device evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that the patient had a hemorrhagic stroke with a secondary cause of thrombus. It was reported that this occurred after the pump exchange on (B)(6) 2015 and was felt to be caused by anticoagulation therapy that the hospital team administered in order to prevent thrombosis of the pump. The anticoagulation included heparin IV, aspirin, and brilinta. After the hemorrhagic stroke occurred, the hospital team held all anticoagulation. Eventually after holding anticoagulation, the patient reportedly developed a high lactate dehydrogenase level and his urine appeared to be ¿dark.¿ the stroke progressed and no intervention was possible at that time. The patient¿s family decided to withdraw the patient from pump support. The patient expired about 10 minutes after the pump was turned off. The hospital team stated that a secondary cause of death was pump thrombosis because the patient would not have had the stroke without the anticoagulation they needed to use in order to prevent device thrombosis. No additional information was received needed to use in order to prevent device thrombosis. No additional information was received.